Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was not delivering insulin. Customer's blood glucose was high and for a few days. After several infusion set and reservoir changes customer had to treat with insulin to bring blood glucose down. Customer stated she did not trust the delivery of the insulin pump anymore. Customer's current blood glucose was 7.3 mmol/l. No further information reported.